Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a broken conductor wire at the proximal end, preventing the instrument from cauterizing. The instrument failed the electrical continuity test. Insulation was damaged and presumably the cable was broken from the inside. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additional findings not related to customers complaint: the instrument was found to have a dislodged molded insulator at the distal end. The insulator was detached from the grip tip and hanging. There were no fragments missing. The instrument was found to have severely bent grips, causing misalignment of the grips. There was a 5.64 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The molded insulator was dislodged. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The root cause of the dislodged molded insulator is attributed to the user. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument cautery was not working, and it kept saying "inadequate amount of tissue" on the screen. They tried switching out the blue bipolar cord and that did not work either. They then opened a new instrument and the new one worked. The procedure was completed with no patient harm.